Event description:
This spontaneous report was received on (B)(4) 2011 from a (B)(6) female consumer reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified, vaginally for menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, after she experienced sickness, headache, nausea and fever. After about a month, her husband noticed that the plastic tip of the tampon was left in her body. The action taken with the device and the outcome of the event were unknown. The report was assessed as non-serious event and the company causality was assessed as possible. No sample was received for evaluation as of 03/21/2011. No lot number was provided with the complaint. A review of the data associated with each complaint category revealed no adverse trends. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.